Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and verified the malfunction. The se replaced the o2 sensor. The device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective complaint review. It was reported that during patient use, a ventilator had an oxygen (o2) sensor alarm and no oxygen readings were present. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed as a result of the event.